Event description:
It was reported that a revision was performed on (B)(6) 2014 to remove a migrated 2.7mm cortex screw that is irritating the patient. The patient had reportedly been implanted with an unknown synthes wrist fusion plate and four (2.7mm) cortex screws by an unknown doctor on an unknown date. The patient has undergone about three other surgeries on his wrist, the most recent of which was performed to remove a screw implanted in the radius metacarpal dorsal plate that has migrated approximately 5-8 mm out of the plate. The other three screws implanted in the metacarpal were reported to be broken but will not be removed. It was additionally reported that a review of x-rays taken prior to the revision shows that the plate appears as though it is off the bone. The procedure was completed with no problems reported. This is report 1 of 3 for complaint (B)(4). This report is for one unknown migrated 2.7 mm cortex screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. Event date: unknown. This report is for one migrated 2.7 mm cortex screw, part and lot numbers unknown. Implant date: unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.